Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10. Additional information: e1(event site postal code -(B)(6). It was reported that during preventive maintenance (pm) performed by a getinge filed service engineer (fse) , the cardiosave intra-aortic balloon pump (iabp) unit has low helium pressure. There was no patient involvement. The fse states the helium cylinder was presenting low pressure at testing time. After using a new and full cylinder the system was functioning without any problem. The fse checked the operation of the iabp cardio save and checked according to the attached checklist. The machine can be used normally.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has low helium. There was no patient involvement.